Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 50 mg/dl. Customer stated that the insulin pump had comprised force sensor system error alarm. Drive support cap was sticking out. Insulin was squirting out during manual prime process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, unit passed rewind test and displacement test.